Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 03-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 260 mcg/day) via an implanted pump. It was reported that the patient¿s spasticity started to come back so they went to their managing physician and a cap (catheter access port) study was attempted. The physician was unable to get csf (cerebrospinal fluid)/fluid back. The patient was taken to surgery. The surgeon opened the pump pocket, removed the pump, did a cap study, and fluid came back easily. The pump was placed back in the pocket, sutured in place, a cap study was repeated, and fluid came back easily. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved.